Event description:
Explanted device was received and evaluated by edwards.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 25mm bioprosthetic aortic valve, implanted approximately one (1) year and five (5) months, was explanted due a significant perivalvular leak in the area of the right coronary cusp. The explanted device was replaced with a 23mm same model valve. The patient has history of hypertension and gout. The patient also exhibited mitral regurgitation with an eccentric posterior jet. The patient was noted in as hemodynamically stable with no complications.

Manufacturer narrative:
(B)(4). Device evaluation summary - as received, minimal host tissue overgrowth also encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 1.5mm at leaflet 1. Host tissue was minimal around the stent circumference on inflow and outflow aspect. X-ray demonstrated no calcification or damage to the wireform and metal band. Incidental findings: metal band exposed at leaflet 1 of inflow aspect. The sewing ring cloth was torn near commissure 3.

Manufacturer narrative:
DHR review. Additional manufacturer narrative - the device has not been returned to manufacturer. Without return of the explanted device the reported clinical observation cannot be confirmed. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic,. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.